Event description:
It was reported via the australian distribution site that the packaging of the bur was damaged. It was also reported that the burr was not used on a pt.

Manufacturer narrative:
The device subject to this investigation has not been returned to the MFR for eval. The device is currently in transit. The mfg history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.